Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed due to observed calcification. Stiffened leaflets may contribute to regurgitation. X-ray demonstrated wireform was bent outward around leaflet 3 and around commissure 3. X-ray also demonstrated heavy calcification on leaflets 1 and 3 and moderate calcification on leaflet 2. Extrinsic calcific deposits were observed on the surfaces of leaflet 2 on the outflow aspect and leaflets 1 and 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed the wireform around the inflow aspect of the valve. Cut off sewing ring fragment was not returned. Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not returned for evaluation. As the patient had undergone a valve-in-valve procedure the device remains implanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product complaint report (B)(4). Edwards received notification that a valve model 3300tfx25mm was explanted from the aortic position after an implant duration of 4 years and 11 days due aortic stenosis and regurgitation. Through internal product evaluation was confirmed calcification and host tissue. A mechanical valve was implanted in replacement. This case involved a (B)(6) patient on hemodialysis. The device was returned for evaluation. No other information was provided.